Event description:
Reporter stated that patient has been receiving erratic blood glucose results while using the suspect device. Patient reportedly obtained a result of 465 mg/dl; 15 minutes later, patient retested blood glucose and obtained a result of 184 mg/dl. Reporter also stated that, one week ago, patient tested blood glucose, using the suspect device, and obtained a result 117 mg/dl. Approximately 30 minutes later, patient reportedly retested blood glucose and obtained a result of 309 mg/dl. Based on this result, patient phoned her physician and was advised to seek treatment in the hospital emergency room. Upon arrival in the emergency room, 10-15 minutes later patient's blood glucose reportedly measured > 300 mg/dl (exact valve was not provided) on a hospital blood glucose monitor. Reporter stated that patient's insulin dosage was adjusted. No additional details of patient's treatment were provided. Quality control testing had not been performed on the system. Technical support requestd the return of the suspect product and replacement product was shipped.